Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a duet edms had a patient line disconnected after eleven days of use. It was also reported that the patient drained an unknown amount of csf on the floor and that a CT of the patient demonstrated pneumocephalus. The evd tubing was raised, which allow the air to escape. The patient had a successful vp shunt placement on 06/24/14 and has since been transferred from the "ICU to floor."